Event description:
Hcp reported the patient presented with symptoms of extreme spasticity, nausea, and vomiting that had been going on in 2/2002, for 3 days. The same thing had happened to the pt in 2001. An x-ray was done that showed the catheter connector was misaligned. The patient was treated with oral baclofen until the pt's dr returned from out of town. In surgery it was discovered the connector was intact, the sutures were intact, a point on the pump had pierced through the connector. A revision was done in 2002. Five weeks later, the hcp reported the pt was once again having increased spasticity. They will be following up with the pt as their concern is the same thing may be happening again.